Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in (B)(6) of 2015 the patient experienced a urinary tract infection, blood in her urine and burning while urinating as a result of using the device. The patient was treated with a rocephin injection and prescribed levaquin to treat the infection.